Event description:
It was reported that approx 12 hours after insertion of the iab, the pump stopped pumping, and blood was noted in the helium tubing. The iab was removed and replaced without any complications.